Manufacturer narrative:
Tracking #.48882. Ees #.980523/c. D5; h2,3,4,6; g4: added addition info. D6: corrected field to read na. D6: device returned with no lot identification. D6; damaged rear closure crimp. Endopath ets flex: based on the info received and the visual examination, it was concluded that the instrument was returned with the closure ring rear tab bent open, with a broken release button and with separated handle shrouds. No testing could be performed due to the condition of the returned instrument. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported the atb35 was used during an unknown procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.